Manufacturer narrative:
The hill-rom technician found the right side patient controls were the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right side controls and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section would self-run down. The bed was located on 4 south at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).